Event description:
The female pt received 3.0 x 8mm and 3.0 x 13mm cypher stents. Pt indicated that immediately following her stent implant, she developed chest pain and was re-cathed. Pt stated that the recatheterization did not show that anything was wrong with her stents and she was sent to recovery. While in recovery, the pt suffered a right side stoke. Pt stated that she spent 5 months in rehabilitation and recovered from her right side paralysis (arm and leg). The pt is left with residual weakness. Upon discharge from the rehab center, the pt experienced crushing chest pain, was sent to the ER, and was diagnosed as having a thrombosis. Pt was hospitalized and treated with heparin, then followed with plavix for 2 years.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2007-00072. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.